Event description:
This case was reported by a consumer and described the occurrence of colon cancer in pt who received poligrip (super poligrip original denture adhesive cream) for dentures. The consumer called to report a product complaint. A physician or other health care professional has not verified this report. The pt's past medical history included hypertension and hypothyroidism. Co-suspect medication included fixodent and denture adhesive. Concurrent medications included synthroid and norvasc. In 1980 the pt started poligrip (dental). In 1981, the pt was diagnosed with colon cancer and treated with chemotherapy and radiation. In the later 1990s, they were hospialized for 5 months for appetite lost and weight loss, the treatment is unk, no etioloty was found and after discharge the events resolved. In 2000, they were diagnosed with prostate cancer, treated with leuprorelin acetate (lupron) and now has bladder problems. Treatment with poligrip was continued. No corrective actions have been required based on this report.